Manufacturer narrative:
The issue was identified to be the result of a due to broken/damaged heating/cooling system thermal unit.

Event description:
No new information.

Event description:
It was reported that the device was unable to maintain temperature. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.